Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 8/12/2019. Device returned to manufacturer: yes. Device evaluation: the sample was received and revealed that the plunger component was observed in a fully advanced position. Visual inspection using microscope magnification was performed. Only one haptic was observed stuck at the cartridge tip, between the rod tip and cartridge. The remaining of the lens was not returned. The reported issue was verified. However, based on the evidence observed, the preloaded delivery system has not been affected by the manufacturing process. The unit was handled for surgical use. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one additional investigation request (ir) received for this production order (po), unrelated to this event. This ir was not confirmed as manufacturing error. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a pcb00 intraocular lens (iol) got caught on the loader. Follow-up confirmed that there was partial delivery of the lens into the eye. There was no incision enlargement, no vitrectomy, and no sutures done. The patient was fine post-op. No other information was provided.